Manufacturer narrative:
(B)(4). This product is manufactured by zimmer biomet and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared under 501k number k090757. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient is experiencing trochanteric pain one year post-implantation. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Medical devices: arcos 19x190mm spl tpr dist ha lot#791840 item#22-300919, 36mm cocr mod hd +3mm lot#594370 item#11-363663, regen/rnglc+ multi 62mm sz 25 lot#204210 item#pt-106062, e1 high wall 36 lot#3226622 item#ep053658. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.